Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that it still did not work. The patient could not void and still needed to use a catheter. She had 300-400 cc left in the bladder most of the time. It was unknown if the change in therapy/symptoms was considered gradual or sudden. This had been occurring since implant on (B)(6) 2015. The trial worked well but when she got the implantable neurostimulator (ins) it never worked. She also had reprogramming done several times and it did not work. The patient was thinking of getting the ins removed. She had seen her healthcare professional (hcp) a week ago and a manufacturing representative (rep) had told her the ins worked 99% and the patient had the impression it would work for her. Further follow-up is being conducted to determine the circumstances that led to the ins never working, the steps taken to resolve the issues, and if the issues were resolved. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer's family member reported that the device was still not working properly after 3 weeks since implant. Additional information from the family member reported that the implant must not have been working because the patient started getting sick and then she went septic and was hospitalized with e.coli (at first they thought it was (B)(6)). She was released with a catheter and they did not know what to do. The doctor said that either the patient programmer or the program or something was not working. The patient was in the hospital for a week. The nurse said she did not think the handheld thing was working because it was working when they put it in. The patient was indicated for gastrointestinal/ pelvic floor. There was no further information provided about this event. If additional information is received, a follow up report will be sent.